Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor assembly was returned for evaluation. Visual assessment of the anchor showed three of the anchor fins are missing material. The anchor remains attached to the inserter. The clinical details provided were reviewed and it was reported the patient had hard bone and that an awl was used to prepare the insertion site. Per the device instructions for use a straight awl is recommended for general use a tapered awl in soft bone and a spade tipped drill in hard bone for site preparation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a shoulder cuff repair surgery, the footprint ultra pk suture anchor broke. The fragments were totally removed from the patient using tissue grippers. A back-up device was used, in the same bone hole, to successfully complete the procedure. The surgery was significantly delayed as consequence of the alleged malfunction. Nevertheless, the patient was not injured.